Manufacturer narrative:
Product complaint # (B)(4). If further details are received at a later date a supplemental medwatch will be sent. H3 evaluation: the product was returned to ethicon for evaluation. One needle-suture piece outside its packaging was received for analysis. Product code. During the visual inspection of the sample, no breakage suture was observed. But damage and deformations were noticeable in the barbs and the extreme was noted to be cut probably caused by a surgical instrument. Besides that, split suture near the swage area and body fluids along the strand were noted as well. As per the returned conditions of the sample, no functional test was performed. The other section of the suture was not returned for analysis. Furthermore, marks that appear to be caused by a surgical instrument were observed on the body needle. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an orthopedic procedure on (B)(6) 2025 and barbed suture was used. The suture was broken when the surgeon attempted to sew the tissue. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.